Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the analyzer and observed that ise calibration values were low and observed bubbles on the instrument. The fse readjusted the j nozzles as part of troubleshooting measure. The fse determined multiple hardware malfunctioned. The fse replaced the ise (ion selective electrode) buffer valve and reagent (r) syringe to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case -(B)(4).

Event description:
The customer reported generation of false ise patient results which included sodium (na) and potassium (k) with "j" and "k" flags involving the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for three (3) patients. Note: per beckman coulter au680 chemistry analyzer user guide pnb04779ab, chapter 7, flags "j" flag represents result is higher than repeat decision range. "K" flag represents result is lower than the repeat decision range.